Event description:
It was reported that the patient thought the "device wasn't working" and the "stimulation didn't feel the same". It was noted that the patient was admitted to the hospital for unrelated medical issues. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2007-11-13, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).